Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the handle light is off. Philips understanding is that the failure was the pci indicator led on the paddle handle. There was no reported patient involvement.